Manufacturer narrative:
Journal article: thamtorawat, somrach et al. ¿incidence of complication and tumor recurrence after radiofrequency ablation in high-risk location of hepatocellular carcinoma patients.¿ j med assoc thai 2014; 97 (1): 95-100. Http://www.jmatonline.com. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article. It was reported via journal article that patients experienced complications post radiofrequency ablation (rfa) procedures. Early complications occurred within 30 days after rfa procedure were reported as subcapsular hemorrhage and colonic injury. Late complications occurred after 30 days including hepatic infarction and mild focal intrahepatic duct dilatation.